Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. The instructions for use indicate to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient had a percutaneous endoscopic gastrostomy (peg) tube placed. The daughter reported that patient was needing to undergo another surgery due to "a lot of free air" and the doctors suspect that the small intestines may be perforated. On (B)(6) 2016, report indicated that the patient was still hospitalized and needs to have a second surgery to reattach the stomach wall to the lining of the abdomen. There was no perforation.